Event description:
Belmont transfusing during mass transfusion in operating room. "Burning" smell noticed by rns, belmont stopped. Tubing inspected, cassette was found to be charred/blackened and melted the glove of rn upon touching it. Belmont taken out of service and tubing/cassette saved in biohazard bag. Second belmont requested in operating room and mass transfusion resumed on new belmont. FDA safety report ID# (B)(4).